Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient reported they "felt nothing" as of two days after lead implant. Because the patient's sensation of paresthesia disappeared, impedance testing was performed and found "really low" impedances. It was noted the impedances had decreased as of two days after the procedure. The patient was alive with no injury and the issue remained unresolved at the time of report. A surgical intervention was planned for (B)(6) 2016, whereby the patient's lead was to be replaced at that time. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the lead found no significant anomalies. It was noted the lead body had been cut through and segmented.